Event description:
It was reported that a light sensitive drug set leaked during infusion. The leak was observed to come from the tubing that was inserted into the colleague pump. The patient was being infused with parenteral nutrition. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The initial reported lot number was one of several lots in the facility. The involved device's lot number is unknown.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot 14b07v422 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient¿s age is not known; however, it is known that the malfunction occurred in the infant intensive care unit. Catalogue number: the customer informed that the lot #14b07v422 was register in their system but they don´t know for sure if the set was from the same lot. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.